Event description:
It was reported that the customer received several compromised force sensor system alarms. The customer's blood glucose level was 180 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during basic occlusion test due to loose drive support disk. The device had unit cracked case at display window corner, battery tube threads, belt clip slot at battery tube threads area, reservoir tube lip, and reservoir tube.